Event description:
The contact states that the plastic loop encasement detached from the adaptor. The encasement was found in the pt's mouth. Dr was able to complete the procedure, the hosp was using an olympus 140 scope.